Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red itchy skin irritation under their back and breast from the lifevest equipment. The patient¿s physician advised patient to stop using lemon, alcohol and hand sanitizer on the skin irritation. It is unclear if the physician prescribed any medication or treatment. Follow up indicated that the skin irritation improved.